Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported event: during the insertion of the needle in humeral the needle hit and stopped, causing the motor to stop suddenly; the battery was properly functional with green light. It was difficult to unscrew the stylet when attempting removal and the catheter broke. The needle was removed with a kocher applier.

Event description:
Reported event: during the insertion of the needle in humeral the needle hit and stopped, causing the motor to stop suddenly; the battery was properly functional with green light. It was difficult to unscrew the stylet when attempting removal and the catheter broke. The needle was removed with a kocher applier.

Manufacturer narrative:
Qn# (B)(4). The customer provided three photographs for investigation. The customer returned the stabilizer, sharps container, and the needle set from 9079-EU-005 ez-io 45mm needle + stabilizer bx/5 (EU) kit. Visual inspection of the returned needle set revealed that the needle set was broken as reported. The stylet hub was broken off from the proximal end of the stylet. The stylet remained inside of the needle cannula and could not be removed with manual force. The needle cannula was bent where it enters the cannula hub. The returned sample matches the provided customer photographs. The complaint is confirmed. Further inspection revealed that there was evidence of adhesive on the exposed proximal end of the stylet, indicating proper assembly. The distal end of the stylet/cannula was bent and had significant damage. It was evident that one side of the cannula tip was bent into the other during the insertion attempt. Microscopic imaging revealed that there was no foreign material on the cannula tip, however the damage was severe enough that the cannula teeth had deformations that created a sharp, irregular shape. Clinical and medical affairs (cma) and r & d were consulted for this complaint issue. Both parties confirmed that the bent needle tip would preclude easy removal, leading to the complaint event a s reported. Based on the available information and damage observed to the needle set, it has been determined that the likely cause of this event was the device interacting with a metal prosthesis within the patient. The consultation confirmed that bone would not cause the damage identified and that metal, such as metal from an orthopedic prosthesis, was likely encountered during insertion. The needle set IFU, 8088a, states, "contraindications for use: previous, significant orthopedic procedure at the site, prosthetic limb or joint". The damage observed indicates that the end user proceeded without consideration of the above contraindication from the IFU. Therefore, the root cause of this event is "intentional user error - not per IFU". An in-service is recommended since the evidence indicates that the customer did not proceed per IFU. In-service (B)(4) has been initiated. For products manufactured by a third-party supplier, a review of the certificate of compliance is considered equivalent and can be performed in lieu of a DHR review. A review of the certificate of compliance was performed with no findings available. No corrective actions are required at this time as the damage observed indicates that user error likely caused or contributed to this event. The damage observed indicates that the end user proceeded without consideration of the above contraindication from the IFU. Therefore, the root cause of this event is "intentional user error - not per IFU". An in-service is recommended since the evidence indicates that the customer did not proceed per IFU. In-service (B)(4) has been initiated. Teleflex will continue to monitor and trend on complaints of this nature.